Event description:
It was reported that the patient came for pump disconnect and the pump information on screen was correct. A continuous infusion rate of 3.3 ml/hour had been programmed, with a 0 ml left and 150 ml given but there was a chemotherapy fluid left in the bag which was 50 ml. The event occurred while in use with patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.